Manufacturer narrative:
The suspect device has not been received by boston scientific for evaluation. A device analysis cannot be performed, therefore, the cause of the reported event is undetermined. (B)(4).

Event description:
It was reported to boston scientific corporation that a pt underwent a procedure with a prolieve thermodilatation kit for the treatment of benign prostatic hyperplasia (bph). This report is for the second of three kits. Reportedly, 25 minutes into the treatment, the first prolieve thermodilatation kit was exchanged due to an error message. In preparation of opening a second kit, it was noted that the 500ml sterile water bag had burst within the packaging. The account reported no visible damage to the packaging. This second kit was not used to complete the procedure. A third prolieve kit was used and installed onto the prolieve console when the pump would not fill the cartridge completely. The prolieve catheter was removed from the pt. At this time, the physician decided to abort the procedure. There were no pt complications. Upon follow up with the complainant, the doctor was going to wait and see if the pt's symptoms would improve before rescheduling for another procedure.